Manufacturer narrative:
As returned, the thumb screw of the a-frame exhibits fracture damage. Neither the threaded shaft of the thumb screw nor the rubber o-ring were returned for review. The device was used for treatment. The thumb screw is intended to be used as a secondary locking mechanism after the dovetail feature. A definitive cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that while impacting an acetabular shell with off-set inserter, the alignment frame broke.